Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20aha, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the insulation on the lead was pulled back on the proximal side of the lead; this exposed the filament. An impedance check was run on the distorted lead, resulting in electrode zero being >4000. The healthcare provider was presented with all considerations, and they chose to proceed with the lead, so no intervention was taken. There were no patient complications reported as a result of this event.